Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had fallen on their left shoulder resulting in pacing impedance measurements greater than 2,000 ohms. There was also noise, oversensing and inappropriate shocks observed. The patient was evaluated and a revision procedure was performed. The pace/sense portion of this lead was surgically capped and abandoned. The shocking portion of this product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.